Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the system was not starting due to an issue with power board. The pdu fan tray and the dcps were replaced and returned to philips for further analysis. The analysis confirmed a malfunction of the pdu fan tray and identified a defective power supply. After replacement of the pdu fan tray and the dcps, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.